Manufacturer narrative:
Upon receipt the lead was found cut 13.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were found mounted on the distal lead fragment 15.5 cm distal to the is-1 connector pin. The performance of the lead fragments was scrutinized including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead fragments. In particular 13 cm distal to the is-1 connector pin the insulation was found abraded through. At this location the conductor cable leading to the ring electrode was found damaged. These damages are assumed to be the root cause for the observed ventricular oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed right ventricular shock coil and the bend inner conductor coil 42.5 cm distal to the is-1 connector pin most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the product become available.

Event description:
It has been reported that approx. 44 months after implantation, during the follow-up examination, oversensing was seen on the atrial and ventricular channels. The two leads (volta 1cr 65 ce, sn (B)(4) and tilda r ce, sn (B)(4) were explanted. No known impact or consequence to the patient.